Event description:
Cardiac monitor showing brodycardia. Upon entering room, found inner cannula of tracheostomy tube (shiley) attached to c-pap set up and opening of cannula was occluded by bed linens. Alarm from c-pap pressure nomitor did not go off. Pt. Non-responsive, placed on ventilator. Pt. Later expired on 7/1992.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, unanticipated adverse reaction - long term. Conclusion: device evaluated and alleged failure could not be duplicated, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.